Event description:
International affiliate reports that it was not possible to open/re-assemble the expedium squeeze handle approximator during surgery and the instrument had to be removed with help of a bolt cutter. The difficulty resulted in a delay to the procedure of thirty minutes. A replacement instrument was not available as the hospital had only one set of expedium si instruments. The procedure was completed without issues using an expedium si driver sleeve to reduce the rod as required.

Manufacturer narrative:
Device manufacture dates: aug 1, 2008, jul 16, 2008. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Manufacturer narrative:
Additional information: device manufacture dates, jul 16, 2008, aug 1, 2008; the expedium rod approximator w/dovetail was returned for evaluation. Visual inspection revealed that the device was returned in several pieces, which were deliberately broken via a bolt cutter as described in the complaint description. The device was functionally tested and beyond the destroyed rod, there were no issues in getting the device to function. No defects that could potentially affect the functionality of the device were found during the course of inspection. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month review of the complaint trend analysis for the rod approximator was conducted on the specific code from the complaint as there is no device family for this instrument. This analysis found no emerging trends. A root cause for the rod approximator with dovetail becoming stuck cannot be determined using the sample and information provided. The damage to the device occurred after the device had become stuck. Per the complaint description and follow-up information, the instrument that actually should have been used (clip approximator) was not used. A potential root cause may be attempting to use parts that are not designed for or compatible with this device. No corrective and preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing of this device. No systemic trends were observed. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.